Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip. It was reported that following implantation, the patient's wounds healed without infection, x-rays showed the implants to be properly positioned and that the implants suffered no impacts.